Manufacturer narrative:
The device was returned to olympus for evaluation. No problems were found with the movement/flexibility of the insertion tube and no sharp edges were noted on the distal end cover. The device passed the cotton test. In addition, the distal end cover failed the insulation test due to a crack in the bending section cover glue. The exact cause of the patient's outcome cannot be conclusively determined, however, the patient's condition cannot be ruled out as a contributory factor.

Event description:
The user facility reported that the device was used on a colonoscopy procedure and the patient sustained a bowel perforation when the colonoscopy was being withdrawn. Olympus followed-up with the user facility to obtain more detailed information and was informed that the patient underwent an exploratory laparotomy to the intensive care unit for observation. After 16 days the patient was sent to a nursing home and patient reportedly expired. Cause of death is unknown.